Manufacturer narrative:
The cobas 4000 c311 stand alone system serial number is (B)(6). A field service engineer (fse) cleaned inside and outside the wash station of both probes. The fse checked the washing probe and performed a mechanism check. They completed a precision check for creatinine. Another event occurred after the service visit. They reran 3 samples from different value ranges and the values matched previous results. They also reran the sample from the event 5 times, and the precision was good. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine jaff gen.2 results from the cobas 4000 c311 stand alone system. Patient (B)(6) initial result was 1.03 mg/dl, and the repeat result on (B)(6) 2025 was 1.62 mg/dl. Patient (B)(6) initial result on (B)(6) 2025 was 0.9 mg/dl, and the repeat result was 1.5 mg/dl.

Manufacturer narrative:
Medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. In another service visit, a field service engineer (fse) replaced the solenoid valve. The investigation was unable to determine a direct root cause. Many service actions were completed, making it difficult to determine. The issue did not recur after the final service actions. It was also determined that there were bubbles in the sample from 07-jul-2025, which is consistent with a pre-analytical issue.